Event description:
It was reported that patient had high lead impedance. Device history records were reviewed and the lead passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Additional information was received that the explanted generator and lead were received by manufacturer for product analysis. Generator product analysis (pa) was completed and reviewed. The generator was interrogated at 0 inches and pulsedisabled and eos warnings were set. The pulsedisabled byte would not reset, therefore the system diagnostics and final electrical test could not be performed. The diagnostics vbat calculation results were 1.688v with 35.267% of the battery having been consumed. A visual assessment of the pcba showed contaminated on the trimmed edge of the pcba. Postburn electrical test was performed and several tests regarding supply current failed. Fine grit sandpaper was used for removal of contaminates from the trimmed edge of pcba. All measure supply current electrical test parameters were now within specification. The contamination that was observed suggest probably electrical paths were established between the copper edges on the trimmed edge of the pcba which contributed to the supply current condition. Remaining residual material on of the pcba edge after test tab removal manufacturing process resulted in increase current consumption out of specification for both standby and pulsing modes of operation and may have been the contributing factor for the low battery condition found. The even of premature battery discharge has been submitted via emdr MFR report #1644487-2020-01067. Product analysis of explanted lead is currently ongoing. No additional relevant information has been received to date.

Event description:
Additional information was received that patient had lead and generator explanted. No explanted products have been received to date. No additional relevant information has been received to date.

Event description:
Lead product analysis (pa) was completed and reviewed. The condition of the returned lead potion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that at one point in time a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, and no discontinuities were present. Slice mark appeared to have been made by a sharp object which could have occurred during the explant procedure; however, this cannot be confirmed. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information has been received to date.